Event description:
It was reported that the patient presented remotely. The patient alleged that the transmitter strips got burnt. The transmitter was replaced. No patient consequences.

Manufacturer narrative:
The field complaint of the transmitter ac adapter strips burnt was not verified. Visual inspection revealed no physical damage to the unit except for the keypad failure. No anomalies were found during the boot-up and analysis.